Manufacturer narrative:
Evaluation of the returned pod8 revealed an undamaged and a functional device. During functional testing, the pod8 was able to advance through a demonstration lantern without issue. The reported complaint could not be confirmed. Further evaluation of the device revealed kinks along the length of the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Evaluation of the returned ruby coil revealed an undamaged and a functional device. During functional testing, the ruby coil was able to advance through a demonstration lantern without issue. The reported complaint could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00601.

Event description:
The patient was undergoing a coil embolization procedure right renal artery using a ruby coil, a pod coil, and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance after advancing a ruby coil approximately halfway into the lantern. Therefore, the ruby coil was removed. The physician then attempted to advance a pod coil through the lantern; however, the same issue occurred. Therefore, it was removed. The procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.